Event description:
It was reported that an ilet user attempted a firmware update through the mobile app, the process failed with a ¿system update failed¿ message, the notification could not be dismissed, and insulin delivery stopped; multiple update attempts via an android phone and an ipad remained stuck at 0%, and troubleshooting steps included app reinstall, cache clearing, force-quit, bluetooth unpair/repair, phone restart, proximity to device, verified charge, and repeated attempts with and without wi-fi. Symptoms included no acute complaints and feeling fine while experiencing hyperglycemia. Outcomes included prolonged hyperglycemia with a highest reported glucose of 215 mg/dl for about two hours, no alerts from the ilet for high or low glucose, no external assistance, and no medical intervention. Investigation included review of user reports, confirmation of no insulin delivery, confirmation of adequate device charge and connectivity steps, review of update conditions, and facilitation of device replacement with user education on shutdown, return, data sync, and cgm continuity. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.